Event description:
Our affiliate is reporting to us that during an arthroscopic knee repair, the surgeon noted metal filings emanating from an fms cutter and falling into the patient's joint space. All of the debris was removed from the body and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Our affiliate is reporting to us that the facility has reprocessed or has had a 3rd party reprocess this single patient use device. The complaint device has been designed, engineered, manufactured and has regulatory approval, is licensed and marketed throughout the world as a single patient use device. This device has admittedly been re-processed and re-used, which means that it had previously fulfilled its obligation successfully. The act of re-processing is an alteration or a re-manufacturing of the original state and intention of the device, and because of this action, the re-processor is the de facto manufacturer of the product. We attribute the device&apos;s failure to the reprocessing and the responsibility for the failure to the re-processor. No further action by mitek is warranted.